Event description:
It was reported that the patient felt stimulation in the legs and sacrum area when the device was turned off. Approximately 2 weeks before the date of this report, the patient received a nerve conduction study and had turned off his stimulator. During the study, no unusual stimulation was felt. After the study the patient had the stimulator on for 6 hours and then turned it off again. When it was turned off again and since then, the stimulation/vibration feeling was noticed. The patient still feels stimulation/vibration the same way he felt prior to the study. It was confirmed with both the patient programmer and clinician programmer that all 4 programs were off and to 0 volts. There was no reported over-discharge and all impedances were normal except electrode #9, which was high. It was later reported that the patient was having the spinal cord stimulator removed. The patient did feel a difference when the stimulator was turned on, but continued to feel strong stimulation with it off. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial #(B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. (B)(4).